Manufacturer narrative:
On 03/31/2016 a medtronic representative, following-up at the site, reported they were accurate when using the stylet in a bactiseal evd catheter. However, when they put the stylet in the catheter, the catheter was 3 centimeters ahead of the axiem stylet. The surgeon confirms he had the stylet all the way to the tip of this catheter and states that they use this catheter with axiem all the time. The tip of this catheter sticks out approximately 2 millimeters beyond the tip of the stylet when the stylet is all the way down in it, however, there is definitely not a 3 centimeter gap. On 04/04/2016 patient archives/exams analyzed. Exams were found to be to protocol. Software functioning as designed. On 04/05/2016 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. No parts were replaced. No parts have been received by manufacturer for analysis.

Event description:
A medtronic representative reported that, while in a cranial procedure, the surgeon was using an axiem stylet to place a catheter. The site registered and were accurate. Upon draping, the stingray was moved. The site re-adjusted the drape moved the stingray and were deemed still accurate. The site placed an edv catheter and were accurate, then went to place a larger peel away catheter to use an endoscope and the tip of the catheter was alleged to be 3 centimeters ahead of the tip of the stylet. The surgeon opted to abandon the use of the navigation system to continue the procedure to completion. Delay in therapy was 5 minutes. There was no impact on patient outcome.